Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A customer reported that during a cataract procedure, the ultrasound could not be used. The system was switched out to complete the case. There was no patient harm.